Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It is possible that the cap seal was not fully tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the copilot valve failed in controlling the bleedback. The copilot was replaced with a new copilot to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.